Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During cup impaction, a vizadisc popped off the pelvic array and fell on the floor. Marchand replaced the disc and again it popped off. He did a third time with the same result. The fourth disc stayed on until the cup was fully impacted. I tested the discs with the array after the case and compared to the femoral array and base array. It was clear to me the discs were going on and off the pelvic array much easier than the other two arrays. The array has been tagged and taken out of service. Tha case.

Manufacturer narrative:
Reported event: during cup impaction, a vizadisc popped off the pelvic array and fell on the floor. (Dr) (B)(6) replaced the disc and again it popped off. He did a third time with the same result. The fourth disc stayed on until the cup was fully impacted. I tested the discs with the array after the case and compared to the femoral array and base array. It was clear to me the discs were going on and off the pelvic array much easier than the other two arrays. The array has been tagged and taken out of service. Tha case. Product evaluation and results: no apparent device failure was observed. Dimensional inspection: the largest diameter of the post (ø5.59mm+0/-0.01) was measured, as this feature is responsible for retaining the vizadisc when fully seated. Using a micrometer (tn - 0229, calibration due date: 30apr2019), all posts measured within the ø5.59mm+0/-0.01. Material analysis: a material analysis was not completed. There is no indication of the material as the possible cause for the reported failure. Functional inspection: a vizadisc was able to be attached to all 4 posts. The force required to remove the vizadisc was greater when fully seated against the array body. Instructions are available in the system user guide. The failure mode was not evident or reproducible. Product history review: review of the device history records indicate 50 devices were manufactured under lot 19470117 and accepted into final stock on 04/07/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot number 19470117 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be replicated even with previously used vizadiscs. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During cup impaction, a vizadisc popped off the pelvic array and fell on the floor. Marchand replaced the disc and again it popped off. He did a third time with the same result. The fourth disc stayed on until the cup was fully impacted. I tested the discs with the array after the case and compared to the femoral array and base array. It was clear to me the discs were going on and off the pelvic array much easier than the other two arrays. The array has been tagged and taken out of service. Tha case.